Manufacturer narrative:
The device involved in the event has not been returned; therefore the event cause could not be determined. Correspondence has been sent out for return of the device. Once the device has been received and investigation completed, a supplemental report will be submitted. Reference MDR: 2029214-2020-00076. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that they physician had difficulty detaching two implant coils. The first coil (apb-1-3-3d-es) would not detach using the instant detacher (ID). An attempt was made with the manual method (breaking of the hypo-tube, an alternative detachment method presented in the instructions for use), but it also did not detach. The microcatheter was carefully withdrawn from the patient and the scrub and the implant coil finally detached on the table. The second coil (apb-1.5-4-3d-es) was then used and also had difficulty detaching. The wire was then pulled back and the implant coil deployed and it was pushed back into the aneurysm sac by the inr. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of a ruptured aneurysm with unknown morphology and dimensions.